Event description:
It was reported that during a surgical procedure conducted at the user facility the device was stuck on high speed because the safety switch would not engage. The procedure was completed successfully without a delay; no medical intervention and no adverse consequences were reported for this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event, the device is stuck on high speed, was duplicated. Through inspection, the service technician noted that the slide switch would not actuate. Upon disassembly, the technician found the trigger housing to be cracked, which can cause or contribute to the slide switch getting stuck in one position based on a review of similar past cases.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the device was stuck on high speed because the safety switch would not engage. The procedure was completed successfully without a delay; no medical intervention and no adverse consequences were reported for this event.